Event description:
Customer reports to have high blood glucose of 418 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was not able to complete troubleshooting as he did not have a tubing clamp or extra infusion set. Customer will call back once he receives tubing clamp in order to continue troubleshooting. Customer also mentions that he is taking cholesterol medication called atorvastatin. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).